Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported problem. Test was run to replicate error codes but was unable to replicate the errors. Set up joint 1 (suj 1) was replaced and ibase was updated successfully. Parts were replaced to correct reported problems. The system was then tested and verified as ready for use. A review of the site's complaint history identified no other complaints for this product. Verification via system logs confirms the occurrence of a procedure on the reported event date matching the documented event details. No image/video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: while there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy the customer had 26002 errors on the system. A hard reboot of the system did not resolve the issue. Customer completed procedure with a three arm setup. There was no patient harm reported. Intuitive surgical inc. (Isi) has attempted to follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
D02- intuitive surgical, inc. (Isi) received the set up joint (suj) unit and completed the product evaluation. The reported failure of error 32100 was not reproduced once the suj was installed on the system. Instead error 319 was triggered. The brakes were also not engaging. The errors/fault was confirmed via field logs. The suj was installed on the pftp machine and failed node check. Acu and the horizontal harness will be replaced as a fix..

Event description:
Refer to h10/h11 for follow-up information.